Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) failed to inflate during prep. There was no reported patient injury. The product was stored per labeling and opened in a sterile field. The balloon was prepped with 100% saline. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle, the stopcock was observed open, and the sealant and the advancer tube were observed to have remained in their manufactured positions as received. In addition, the balloon was observed fully deflated. The procedural sheath was not returned with the device and the syringe was noted connected to the stopcock. Per functional analysis, leak testing was performed on the balloon of the returned device per the mynxgrip instructions for use (IFU). The results revealed a leak in the balloon. Per microscopic analysis, upon visual inspection at high magnification, a longitudinal tear was discovered in the balloon of the returned device. The reported event of ¿balloon-inflation difficulty¿ was confirmed through analysis of the returned device due to the leak found in the balloon that prevented inflation. Therefore, the additional condition of ¿balloon-balloon loss of pressure¿ was found due to the leak. However, the exact cause of the longitudinal tear found in the balloon could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, prepping/handling factors may have contributed to tear noted and the subsequent inflation difficulty reported. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU states, ¿the safety and effectiveness of the mynx vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ additionally, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) failed to inflate during prep. There was no reported patient injury. The product was stored per labeling and opened in a sterile field. The balloon was prepped with 100% saline. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: during functional analysis leak testing was performed on the balloon of the returned device. The results revealed a leak in the balloon.